Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. The customer experienced an elevated blood glucose (bg) level of 268 mg/dl